Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device alarms do not work, knobs are missing, and rattles on the inside. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing an air mix knob, front panel and manometer contain large nicks and is punctured. Housing around the battery compartment is damaged but functional. The original washer is missing. Patient outlet connector is also missing. The gauge bezel is cracked. The serial number label is nearly illegible. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated; there is no electronic power, the air mix knob is missing, and the oring washer was loose inside the device causing the rattling sound. The investigation found that the cam switch had shifted causing a disconnect with the microswitch and the battery holder assembly was faulty. The most probable cause for a missing knob and the rattling are user related incidents; pulling the knob on and off will create the knob to become loose, the oring washer can fall off the input fitting and into the device during the removal process. For corrective action - adjusted the cam switch and replaced the battery holder assembly, installed the missing knob and oring washer. The root cause was traced to the customer/user interface. No previous service history was found. The manufacturing device history record is not relevant as the problem source is user interface. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: no patient involvement. (Updated b5). A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received via email 29-aug-2022. Event occurred during preventive maintenance. No patient involvement.